Event description:
It was reported to philips by a customer that the unit's constant alarm keeps going off. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the biomed stated that the unit alarms backup alarm failed message on the screen. Error code 1104 was in the log the rse advised the biomed to try changing out the motor controller (mc) and power management (pm) pcba for troubleshooting to rule out possibilities. If the problem persists, the biomed was advised to replace the central processing unit (cpu) pcba then reinstall serial number and unit hours and call back for option codes. The rse provided the part number for the cpu pcba. Further information is pending.

Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information have yielded no response from the customer. The philips failure investigation department did receive a cpu from the customer which was found faulty, but it could not be determined if the reported issue was resolved through the part replacement as no response was provided.

Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information have yielded no response from the customer. Based upon the information provided, no requests for inspection or service by the device manufacturer have been received. The cpu board from the device was received by the failure investigation lab for analysis. Visual inspection of the cpu board revealed no evidence of damage or contamination. The customer complaint was verified during testing. The cold solders on 330 ohms 5% resistor lead in the ls1 buzzer generated the 1104 diagnostic code.